Event description:
The reporter did meter to laboratory comparison tests. The tests were done in a fasting state, 10 minutes apart. Reporter took meter to the lab. Reporter's meter reading (capillary) was 169mg/dl, and the result of the venous lab test was 131mg/dl. Reporter did not have any symptoms. A control solution test was within range. On followup, the reporter states getting a good sample, checks the confirmation dot on the test strip for enough blood, and does not overdose strip. No harm was alleged.